Event description:
Patient having a medication refill of his codman intrathecal pain pump. Medication of prialt/hydromorphone/bupivacaine. Initial 20cc of medication was instilled into the pump utilizing the codman refill kit. During instillation, the placement is checked every 5cc with aspiration. Immediately upon instillation, the patient complained of chest numbness that subsequently spread to his lower extremities. Some 20cc of the medication was able to be aspirated out of the pump reservoir. The following day this pump was explanted and a new pump was placed.